Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up, loss of capture and no sensing issues were observed on the atrial lead. It was noted that capture threshold has been increasing since (B)(6) 2019. Programming change was made to deactivate the atrial lead. The patient was stable.